Event description:
It was reported that a patient enrolled in a clinical study underwent a total right hip arthroplasty on an unknown date. Subsequently, patient underwent an open reduction and internal fixation procedure on (B)(6) 2007 due to a fractured trochanter, fractured cables, pain and recurrent effusions. A trochanteric claw and lateral connector were utilized to complete the procedure. Operative reports on (B)(6) 2007 indicate a hematoma and pseudocapsule.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-04653 & 2014-07363 / 07364).

Event description:
It was reported that a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent an open reduction and internal fixation procedure on (B)(6) 2007 due to a fractured trochanter, fractured cables, pain and recurrent effusions. A trochanteric claw and lateral connector were utilized to complete the procedure. Operative reports on (B)(6) 2007 indicate a hematoma and pseudocapsule. Patient underwent a revision procedure on (B)(6) 2014 to remove the m2a system and painful hardware. Patient was further revised on (B)(6) 2014 due to dislocation. The modular head was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.